Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/22/2015 with the following findings: the pump was returned with moisture behind the display lens. Pump reboot events were observed in the black box. The battery compartment was cracked near the cover. A new test battery cap was able to fully tighten to the pump. The pump was exercised for 24 hours with no power issues duplicated. A leak test showed that there was a battery compartment leak. Moisture was found on the printed circuit board as well as other internal components. Unrelated to the initial allegation, the display screen was dim an discolored.